Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) leading to the device being explanted. Posteriorly, a surgical procedure was performed in which a new aus was implanted with no clinical consequences to the patient. The original cuff was not the appropriate size for the patient as it was upsized from a 4.5 cm cuff to a 5.5 cm component.